Event description:
(B)(6) clinical study. Same case as MDR ID: 2134265-2012-03409. Same patient as MDR ID#: 2134265-2012-03422. It was reported that during a stenting treatment procedure, a spiral dissection occurred. The patient presented due to stable angina. The 99% stenosed and 26mm long target lesion was located in the mid right coronary artery (rca) with a reference vessel diameter of 3.0mm. The target lesion was treated with pre-dilation using a 1.5x15mm apex balloon and a 2.5x20mm maverick 2 balloon. Following pre-dilation, the physician observed a grade d spiral dissection at the target lesion. The target lesion and spiral dissection were treated with placement of a 3.0x32mm taxus express 2 stent, resulting in 0% residual stenosis following post-dilation. The patient was discharged the following day on aspirin and clopidogrel.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).